Manufacturer narrative:
Pt age and weight: unk. Implant and explant dates: na. Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was loading a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, and noted the lens was torn while pulling the lens forward through the cartridge. There was no patient contact and the backup lens was implanted.